Manufacturer narrative:
Product analysis:visual review confirms bone screw retained upon receipt for analysis.

Manufacturer narrative:
(B)(4). These parts are not approved for use in the united states; however a like device catalog # 876-713, 876-853, 510k # k970806 was cleared in the united states. The device has been returned. The evaluation has not yet started hence, no conclusion can be drawn as of now.

Event description:
It was reported that the patient underwent a spinal surgery at c4-5 levels. A week after the surgery, loosening of a locking screw and screw was found by radiography. The revision surgery was scheduled on (B)(6) 2015. Posterior fusion is also planned for the revision surgery. Doctor's comment: screw was placed properly under a washer and locking screw was fully tightened so the reason of loosening is unknown. On (B)(6) 2015, the patient underwent revision surgery. Autograft implant, which was implanted in first surgery, was removed from the anterior approach. Posterior fusion was done at c2-c6 levels. Two screws at cranial side backed out. Patient's bone was bad and a screw was removed so effortlessly. Screw at dorsal side didn't back out but the screw was very loose to the degree that it could be pulled out with the plate. At the time of fixation locking may not have been properly done. The surgeon commented that locking was hard to do. Sales rep commented that micro was not used for the patient and check might have been improper due to patient's old age.